Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If new information is received, or if the product is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that one year and six months post implant of this annuloplasty ring in the mitral location, this ring was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that 1 year and 6 months post implant of this annuloplasty ring in the mitral location, it was explanted and replaced with a bioprosthetic valve due to central regurgitation. There was no allegation against the annuloplasty ring, as the necessitated intervention was attributed to the patient's native valve. No other adverse patient effects were reported. The product specimen will not be returned for device analysis.